Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The helix failed to extend most likely due to dried blood in mechanism.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted as the helix would not extend out. This lead was never in service. There were no adverse patient effects reported.